Event description:
It was reported that a homechoice device failed to operate as intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. Functional testing and visual inspection were performed on the device. A review of the event history log identified the occurrence of system error 1103 alarm, determined to be the unspecified reported failure. Therefore, the reported condition was verified. The cause of the condition was a faulty heater pan. The part was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.